Event description:
It was reported that, during tkr surgery, a jrny ii bcs art isrt trl sz 3-4 9mm rt] broke after long continued use. It is unknown if this happened during external or internal use to patient, during setup or inspection. Also, it is unknown how the procedure was finished; nevertheless, there was no surgical delay. Patient was not harmed. No other complications were reported.

Manufacturer narrative:
G3, h2, h3, and h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable, damage may occur during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. G4: add 510k code.